Manufacturer narrative:
Additional manufacturer narrative - report of a mitral bioprosthetic valve explant after three (3) years due to regurgitation and stenosis which was noted in the operative report to have been caused by interference with patient subvalvular apparatus. The valve leaflets were noted to be not calcified. The device for this event was not recovered and thus an evaluation was not performed. Preservation or partial preservation of the native mitral valvular tissue and subvalvular apparatus whenever possible has become a common practice in mitral valve replacement. However, in some cases, preserving the native mitral valvular tissue may result in interference with the implanted bioprosthetic heart valve, which can reduce the device¿s effectiveness either acutely or chronically. In acute cases, a ¿lateral crease¿ on the leaflets caused by the constriction of leaflets at the free margin may be observed, usually near the commissural areas, due to the interference of the native subvalvular apparatus (i.e. ¿chordae looping/trapping¿) with the device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Product IFU (instructions for use) cautions the user that special care must be exercised when using chordal preservation techniques to avoid chordae entrapment by a strut. In addition, sizers for this valve model are made of a transparent material to allow visualization of the subvalvular apparatus during sizing, and the IFU instructs the user to make sure no chord will be in the way of the struts. Therefore, per the provided information and edwards investigation, it is likely that this event is related to both anatomical and procedural factors at implant, and not due to a device quality deficiency or malfunction. No further action is required for this case, edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately three (3) years due to regurgitation. Per follow up with the healthcare provider, operative details indicates: " the aorta was examined and found to be heavily calcified at the arch. For this reason, it was decided to cannulate femorally.......the left atrium was opened. The valve was inspected. The valve apparently had been placed in situ into the old valve without resection of the leaflets or subvalvular apparatus. There was a great deal of pannus growth and calcification of the chordae which obstructed function of the valve. The leaflets themselves were not calcified. The valve was excised. The leaflets were resected. Part of the subvalvular apparatus was preserved." The mitral valve was replaced with another edwards mitral bioprosthetic valve with no complications noted during surgery.